Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer's overlay assembly was electrically out of specification and as a result the cursor and stylus tip would not align on screen. It was also noted that the programmer which was dropped had a noisy system fan. Several cracks in the bezel, a broken left keyboard hinge and an upper case bend in the handle area. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer which was received into service having been dropped on the ground subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.